Event description:
As reported, the inner shaft on a 5mm x 120mm smart flex vascular self-expanding stent (ses) delivery system fractured during stent release and the stent could not be release properly. The doctor manually retracted the proximal section of the delivery catheter and stented gradually and slowly. The stent release was adjusted, and the procedure was completed. It was reported that the inner shaft was fractured, but did not separate. There was also difficulty removing the device, but the device was able to be removed by the guidewire. There were no reported injuries to the patient. It was mentioned that there was a risk for infection and secondary post operative trauma; however, there was no evidence of adverse events or an infection post procedure. This was during a procedure to treat a 70% stenosed femoral artery lesion which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). The device was discarded and will not be returned. The hospital reported this case as a serious injury adverse event to the china nmpa directly.

Manufacturer narrative:
Complaint conclusion: as reported, the inner shaft on a 5mm x 120mm smart flex vascular self-expanding stent (ses) delivery system fractured during stent release and the stent could not be release properly. The doctor manually retracted the proximal section of the delivery catheter and stented gradually and slowly. The stent release was adjusted, and the procedure was completed. It was reported that the inner shaft was fractured, but did not separate. There was also difficulty removing the device, but the device was able to be removed by the guidewire. There were no reported injuries to the patient. It was mentioned that there was a risk for infection and secondary post operative trauma; however, there was no evidence of adverse events or an infection post procedure. This was during a procedure to treat a 70% stenosed femoral artery lesion which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). Reported events of ¿stent delivery system (sds) deployment difficulty, stainless steel hypotube (inner shaft) fractured, and stent delivery system (sds) withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issues reported. Handling, procedural, and/or anatomical factors may have been a contributing factor to the reported failures. Vessel anatomy, such as the moderate calcification, mild tortuosity, and stenosis of the vessel, may have also been a contributing factor. Withdrawal difficulty may have been caused by the fracture of the system. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly oppose the vessel wall. With the distal stent markers and the distal end of the stent opposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Once the stent is partially deployed, it cannot be recaptured. No attempt should be made to recapture the stent.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. The tuning dial with the thumb and index finger in a clockwise direction. Once the stent is partially deployed, it cannot be recaptured. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.